Manufacturer narrative:
Result: the 3max was fractured in the proximal shaft approximately 25.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the 3max was fractured after being flushed and removed from the packaging hoop. Evaluation of the returned device confirmed a fracture in the proximal shaft. This type of damage typically occurs due to improper handling during removal from packaging. If the catheter is removed from the packaging hoop at an angle, the shaft may fracture due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a penumbra system 3max reperfusion catheter. Upon removal from the packaging, the 3max catheter was found fractured and was not used. The procedure successfully continued using a new penumbra system 3max reperfusion catheter.